Event description:
It was reported the patient received the following results within 15 minutes: 111 mg/dl (patient's meter) and 315 mg/dl (paramedic's meter). The patient experienced elevated blood glucose symptoms of light headed. The patient was able to self-treat and did not receive medical treatment from the paramedics.